Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for an upgrade procedure. The new right ventricular lead dislodged after the patient went to the floor. The lead was repositioned two days after implant. Following the repositioning, the patient experienced diaphragmatic stimulation, indicating another dislodge. The lead was repositioned again three days after implant. The patient was stable.